Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse was reported via phone call that they experienced low blood glucose of 54 mg/dl. The customer's blood glucose was 160 mg/dl at the time of call and also blood glucose of 90 mg/dl. The customer stated that they treated the low blood glucose with food. The customer declined to troubleshoot. Auto mode was not mentioned if in use. The insulin pump will not be returned for analysis.